Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had a revision about a month prior. It was noted that the catheter came out and ¿there was something in my side¿. It was reported that the patient could not find another physician and the patient wanted the device out. It was noted that the pump was used to infuse an unknown drug. Conflicting information was received. The following information was selected and returned to the manufacturer. It was selected that the patient received assistance from their doctor or manufacturer¿s representative and the patient¿s concerns were resolved. It was also selected that the patient was still having concerns regarding their device or therapy but the patient was working with their doctor or manufacturer¿s representative. It was also selected that the patient still having concerns with the device or therapy but the patient had not sought further help.